Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 624248 invalid) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included bladder infection, urinary tract infection, vaginal infection, visual disturbance, pain and loop electrosurgical excision procedure. Concurrent conditions included morbid obesity, amenorrhea, rotator cuff syndrome, shortness of breath, smoker, dizziness, congestion nasal, sore throat, somnolence, ear pain and hypertension. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced hypersensitivity ("allergic reactions"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urticaria ("hives"), pruritus generalised ("would itch so bad I would scratch my skin off (generalized intermittent pruritis),"), memory impairment ("forgetfulness,"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("yspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), vision blurred ("blurry vision"), migraine with aura ("migraines in the eye"), fatigue ("fatigue"), pain in extremity ("leg pain") and arthralgia ("joint pain") and was found to have the first episode of weight increased ("weight gain"). In 2009, the patient experienced headache ("headaches") and migraine ("migraines"). In 2010, the patient experienced loss of libido ("hormonal changes describe: zero interest in sex") and urinary tract infection ("chronic utis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), tooth disorder ("dental issues"), palpitations ("heart palpitations /racing heart beats"), thermohyperaesthesia ("hypersensitivity reaction type: hypersensitivity every time I touched warm water, on arms legs"), depression ("depression"), disturbance in attention ("difficulty with attention"), chest pain ("chest pain") and abdominal pain ("belly pain") and was found to have the second episode of weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, the last episode of weight increased, tooth disorder, hypersensitivity, loss of libido, vaginal haemorrhage, menorrhagia, thermohyperaesthesia, urinary tract infection, depression, disturbance in attention, pruritus generalised, migraine, memory impairment, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, migraine with aura, fatigue, pain in extremity and chest pain outcome was unknown, the alopecia, headache, urticaria, arthralgia and abdominal pain had resolved and the palpitations was resolving. The reporter considered abdominal pain, alopecia, arthralgia, chest pain, depression, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, loss of libido, memory impairment, menorrhagia, migraine, migraine with aura, pain in extremity, palpitations, pelvic pain, pruritus generalised, thermohyperaesthesia, tooth disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: patient need for additional surgery. Current weight 201 lbs. The device was deployed and uncoiled and the delivery device was unwound from the left coils; 1-1/2 trailing coils was noted on the left side. In the similar fashion, on the right side the essure device was place, and 1- 1/2 trailing coils was noted on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: the essure devices are in excellent position, and there is no evidence of contrast opacification by the fallopian tube.total bilateral occlusion. Pathology test - on (B)(6) 2016: [1] uterus and fallopian tubes, hysterectomy and bilateral salpingectomy: early secretory phase endometrium. No cervical, endometrial or myometrial neoplasia identified. No pathologic lesion of fallopian tubes. Abdominal wall, excisional biopsy of skin: intradermal nevus. Pregnancy test urine - on an unknown date: negative. Ultrasound scan vagina - on (B)(6) 2016: uterus: the myometrium appears heterogeneous in texture. Coils from essure are visualized at the corrnu of the uterusright and left ovary: appears normal in size and echogenicity. Concerning the injuries reported in this case, the following one/ones were described in patient¿s social media post : heart rate increased and palpitations. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uti ,shoulder pain ,chest pain , r flank pain , alopecia, pruritus, palpitations , pelvic pain, menorrhagia , cognitive deficit in attention or concentration lot number reported 624248 is invalid. Most recent follow-up information incorporated above includes: on 20-dec-2018: update of information (batch is invalid) incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), alopecia ("hair loss"), tooth disorder ("dental issues"), headache ("headaches"), hypersensitivity ("allergic reactions"), palpitations ("heart palpitations") and heart rate increased ("racing heart beats"). The patient was treated with surgery (had surgery to remove the essure implant) in (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, alopecia, tooth disorder, headache, hypersensitivity, palpitations and heart rate increased outcome was unknown. The reporter considered alopecia, genital haemorrhage, headache, heart rate increased, hypersensitivity, palpitations, pelvic pain, tooth disorder and weight increased to be related to essure (ess205). The reporter commented: patient need for additional surgery. Concerning the injuries reported in this case, the following one/ones were described in patient¿s social media post: heart rate increased and palpitations. Most recent follow-up information incorporated above includes: on (B)(6) 2018: social media post. Added new reporter and events "heart rate increased' and "palpitations." Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 624248) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included bladder infection, urinary tract infection, vaginal infection, visual disturbance, pain and loop electrosurgical excision procedure. Concurrent conditions included morbid obesity, amenorrhea, rotator cuff syndrome, shortness of breath, smoker, dizziness, congestion nasal, sore throat, somnolence, ear pain and hypertension. In 2006, the patient had essure inserted. In 2008, the patient experienced hypersensitivity ("allergic reactions"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urticaria ("hives"), pruritus generalised ("would itch so bad I would scratch my skin off (generalized intermittent pruritis),"), memory impairment ("forgetfulness,"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("yspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), vision blurred ("blurry vision"), migraine with aura ("migraines in the eye"), fatigue ("fatigue"), pain in extremity ("leg pain") and arthralgia ("joint pain") and was found to have the first episode of weight increased ("weight gain"). In 2009, the patient experienced headache ("headaches") and migraine ("migraines"). In 2010, the patient experienced loss of libido ("hormonal changes describe: zero interest in sex") and urinary tract infection ("chronic utis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), tooth disorder ("dental issues"), palpitations ("heart palpitations /racing heart beats"), thermohyperaesthesia ("hypersensitivity reaction type: hypersensitivity every time I touched warm water, on arms legs"), depression ("depression"), disturbance in attention ("difficulty with attention"), chest pain ("chest pain") and abdominal pain ("belly pain") and was found to have the second episode of weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, the last episode of weight increased, tooth disorder, hypersensitivity, loss of libido, vaginal haemorrhage, menorrhagia, thermohyperaesthesia, urinary tract infection, depression, disturbance in attention, pruritus generalised, migraine, memory impairment, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, migraine with aura, fatigue, pain in extremity and chest pain outcome was unknown, the alopecia, headache, urticaria, arthralgia and abdominal pain had resolved and the palpitations was resolving. The reporter considered abdominal pain, alopecia, arthralgia, chest pain, depression, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, loss of libido, memory impairment, menorrhagia, migraine, migraine with aura, pain in extremity, palpitations, pelvic pain, pruritus generalised, thermohyperaesthesia, tooth disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: patient need for additional surgery. Current weight 201 lbs. The device was deployed and uncoiled and the delivery device was unwound from the left coils; 1-1/2 trailing coils was noted on the left side. In the similar fashion, on the right side the essure device was place, and 1- 1/2 trailing coils was noted on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: the essure devices are in excellent position, and there is no evidence of contrast opacification by the fallopian tube. Total bilateral occlusion. Pathology test - on (B)(6) 2016: [1] uterus and fallopian tubes, hysterectomy and bilateral salpingectomy: a. Early secretory phase endometrium. B. No cervical, endometrial or myometrial neoplasia identified. C. No pathologic lesion of fallopian tubes. [2] abdominal wall, excisional biopsy of skin: intradermal nevus. Pregnancy test urine - on an unknown date: negative. Ultrasound scan vagina - on (B)(6) 2016: uterus: the myometrium appears heterogeneous in texture. Coils from essure are visualized at the corrnu of the uterus right and left ovary: appears normal in size and echogenicity. Concerning the injuries reported in this case, the following one/ones were described in patient¿s social media post : heart rate increased and palpitations. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uti ,shoulder pain ,chest pain , r flank pain , alopecia, pruritus, palpitations , pelvic pain, menorrhagia , cognitive deficit in attention or concentration. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporters information updated. Events hormonal changes describe: zero interest in sex, hysterectomy (full), abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: hypersensitivity every time I touched warm water, on arms legs torso and scalp, infection (bladder/ urinary tract/vaginal) type: chronic utis, psychological or psychiatric problems condition: depression, difficulty with attention,: rashes or skin conditions type: hives; it would itch so bad I would scratch my skin off (generalized intermittent pruritis), migraines / headaches, blood or heart disorder/condition type: heart palpitations and racing heart rate,dental problems, neurological conditions or problems type: forgetfulness, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, vision/eye problems type: blurry vision, migraines in the eye, fatigue were added. Event outcome were updated. Medical history , lab data were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 624248 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included visual disturbances in 2008, eye disorder in 2008, bladder infection, urinary tract infection, vaginal infection, visual disturbance, pain, loop electrosurgical excision procedure and parity 3. Essure confirmation test: (B)(6)2008: that they were occluded. Previously administered products included for an unreported indication: depo-provera until (B)(6)2008. Concurrent conditions included morbid obesity, amenorrhea, rotator cuff syndrome, shortness of breath, smoker, dizziness, congestion nasal, sore throat, somnolence, ear pain and hypertension. On (B)(6)2008, the patient had essure inserted. In 2008, the patient experienced hypersensitivity ("allergic reactions"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urticaria ("hives"), pruritus ("would itch so bad I would scratch my skin off (generalized intermittent pruritis),"), memory impairment ("forgetfulness,"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("yspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), vision blurred ("blurry vision"), migraine with aura ("migraines in the eye"), fatigue ("fatigue"), pain in extremity ("leg pain") and arthralgia ("joint pain") and was found to have the first episode of weight increased ("weight gain"). In 2009, the patient experienced headache ("headaches") and migraine ("migraines"). In 2010, the patient experienced loss of libido ("hormonal changes describe: zero interest in sex") and urinary tract infection ("chronic utis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), alopecia ("hair loss"), tooth loss ("losing teeth"), palpitations ("heart palpitations /racing heart beats"), thermohyperaesthesia ("hypersensitivity reaction type: hypersensitivity every time I touched warm water, on arms legs"), depression ("depression"), disturbance in attention ("difficulty with attention"), chest pain ("chest pain"), abdominal pain ("belly pain") and feeling abnormal ("foggy head") and was found to have the second episode of weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, the last episode of weight increased, tooth loss, hypersensitivity, loss of libido, vaginal haemorrhage, menorrhagia, thermohyperaesthesia, urinary tract infection, depression, disturbance in attention, pruritus, migraine, memory impairment, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, migraine with aura, fatigue, pain in extremity, chest pain and feeling abnormal outcome was unknown, the alopecia, headache, urticaria, arthralgia and abdominal pain had resolved and the palpitations was resolving. The reporter considered abdominal pain, alopecia, arthralgia, chest pain, depression, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, hypersensitivity, loss of libido, memory impairment, menorrhagia, migraine, migraine with aura, pain in extremity, palpitations, pelvic pain, pruritus, thermohyperaesthesia, tooth loss, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: patient need for additional surgery. Current weight 201 lbs. The device was deployed and uncoiled and the delivery device was unwound from the left coils; 1-1/2 trailing coils was noted on the left side. In the similar fashion, on the right side the essure device was place, and 1- 1/2 trailing coils was noted on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Hysterosalpingogram - on (B)(6)2008: the essure devices are in excellent position, and there is no evidence of contrast opacification by the fallopian tube. Total bilateral occlusion. Pathology test - on (B)(6)2016: [1] uterus and fallopian tubes, hysterectomy and bilateral salpingectomy: a. Early secretory phase endometrium. B. No cervical, endometrial or myometrial neoplasia identified. C. No pathologic lesion of fallopian tubes. [2] abdominal wall, excisional biopsy of skin: intradermal nevus. Pregnancy test urine - on an unknown date: negative. Ultrasound scan vagina - on (B)(6)2016: uterus: the myometrium appears heterogeneous in texture. Coils from essure are visualized at the corrnu of the uterus right and left ovary: appears normal in size and echogenicity. Concerning the injuries reported in this case, the following one/ones were described in patient¿s social media post : heart rate increased, tooth loss and palpitations. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uti ,shoulder pain ,chest pain , r flank pain , alopecia, pruritus, palpitations , pelvic pain, menorrhagia , cognitive deficit in attention or concentration. Lot number reported 624248 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Information of removal was updated-cervix removed was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 624248 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included visual disturbances in 2008, eye disorder in 2008, bladder infection, urinary tract infection, vaginal infection, visual disturbance, pain and loop electrosurgical excision procedure. Essure confirmation test: (B)(6) 2008: that they were occluded. Previously administered products included for an unreported indication: depo-provera until (B)(6) 2008. Concurrent conditions included morbid obesity, amenorrhea, rotator cuff syndrome, shortness of breath, smoker, dizziness, congestion nasal, sore throat, somnolence, ear pain and hypertension. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced hypersensitivity ("allergic reactions"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urticaria ("hives"), pruritus ("would itch so bad I would scratch my skin off (generalized intermittent pruritis),"), memory impairment ("forgetfulness,"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("yspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), vision blurred ("blurry vision"), migraine with aura ("migraines in the eye"), fatigue ("fatigue"), pain in extremity ("leg pain") and arthralgia ("joint pain") and was found to have the first episode of weight increased ("weight gain"). In 2009, the patient experienced headache ("headaches") and migraine ("migraines"). In 2010, the patient experienced loss of libido ("hormonal changes describe: zero interest in sex") and urinary tract infection ("chronic utis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), alopecia ("hair loss"), tooth disorder ("dental issues"), palpitations ("heart palpitations /racing heart beats"), thermohyperaesthesia ("hypersensitivity reaction type: hypersensitivity every time I touched warm water, on arms legs"), depression ("depression"), disturbance in attention ("difficulty with attention"), chest pain ("chest pain"), abdominal pain ("belly pain") and feeling abnormal ("foggy head") and was found to have the second episode of weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, the last episode of weight increased, tooth disorder, hypersensitivity, loss of libido, vaginal haemorrhage, menorrhagia, thermohyperaesthesia, urinary tract infection, depression, disturbance in attention, pruritus, migraine, memory impairment, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, migraine with aura, fatigue, pain in extremity, chest pain and feeling abnormal outcome was unknown, the alopecia, headache, urticaria, arthralgia and abdominal pain had resolved and the palpitations was resolving. The reporter considered abdominal pain, alopecia, arthralgia, chest pain, depression, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, hypersensitivity, loss of libido, memory impairment, menorrhagia, migraine, migraine with aura, pain in extremity, palpitations, pelvic pain, pruritus, thermohyperaesthesia, tooth disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: patient need for additional surgery. Current weight 201 lbs. The device was deployed and uncoiled and the delivery device was unwound from the left coils; 1-1/2 trailing coils was noted on the left side. In the similar fashion, on the right side the essure device was place, and 1- 1/2 trailing coils was noted on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: the essure devices are in excellent position, and there is no evidence of contrast opacification by the fallopian tube. Total bilateral occlusion. Pathology test - on (B)(6) 2016: [1] uterus and fallopian tubes, hysterectomy and bilateral salpingectomy: a. Early secretory phase endometrium. B. No cervical, endometrial or myometrial neoplasia identified. C. No pathologic lesion of fallopian tubes. [2] abdominal wall, excisional biopsy of skin: intradermal nevus. Pregnancy test urine - on an unknown date: negative. Ultrasound scan vagina - on (B)(6) 2016: uterus: the myometrium appears heterogeneous in texture. Coils from essure are visualized at the cornu of the uterus right and left ovary: appears normal in size and echogenicity. Concerning the injuries reported in this case, the following one/ones were described in patient¿s social media post : heart rate increased and palpitations. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uti ,shoulder pain ,chest pain , r flank pain , alopecia, pruritus, palpitations , pelvic pain, menorrhagia , cognitive deficit in attention or concentration lot number reported 624248 is invalid. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet received. Event foggy head was added. Reporter & patient information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 624248 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included visual disturbances in 2008, eye disorder in 2008, bladder infection, urinary tract infection, vaginal infection, visual disturbance, pain, loop electrosurgical excision procedure and parity 3. Essure confirmation test: (B)(6)2008: that they were occluded. Previously administered products included for an unreported indication: depo-provera until (B)(6)2008. Concurrent conditions included morbid obesity, amenorrhea, rotator cuff syndrome, shortness of breath, smoker, dizziness, congestion nasal, sore throat, somnolence, ear pain and hypertension. On (B)(6)2008, the patient had essure inserted. In 2008, the patient experienced hypersensitivity ("allergic reactions"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urticaria ("hives"), pruritus ("would itch so bad I would scratch my skin off (generalized intermittent pruritis),"), memory impairment ("forgetfulness,"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), vision blurred ("blurry vision"), migraine with aura ("migraines in the eye"), fatigue ("fatigue"), pain in extremity ("leg pain") and arthralgia ("joint pain") and was found to have the first episode of weight increased ("weight gain"). In 2009, the patient experienced headache ("headaches") and migraine ("migraines"). In 2010, the patient experienced loss of libido ("hormonal changes describe: zero interest in sex") and urinary tract infection ("chronic utis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), alopecia ("hair loss"), tooth loss ("losing teeth"), palpitations ("heart palpitations /racing heart beats"), thermohyperaesthesia ("hypersensitivity reaction type: hypersensitivity every time I touched warm water, on arms legs"), depression ("depression"), disturbance in attention ("difficulty with attention"), chest pain ("chest pain"), abdominal pain ("belly pain") and feeling abnormal ("foggy head") and was found to have the second episode of weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, the last episode of weight increased, tooth loss, hypersensitivity, loss of libido, vaginal haemorrhage, menorrhagia, thermohyperaesthesia, urinary tract infection, depression, disturbance in attention, pruritus, migraine, memory impairment, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, migraine with aura, fatigue, pain in extremity, chest pain and feeling abnormal outcome was unknown, the alopecia, headache, urticaria, arthralgia and abdominal pain had resolved and the palpitations was resolving. The reporter considered abdominal pain, alopecia, arthralgia, chest pain, depression, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, hypersensitivity, loss of libido, memory impairment, menorrhagia, migraine, migraine with aura, pain in extremity, palpitations, pelvic pain, pruritus, thermohyperaesthesia, tooth loss, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: patient need for additional surgery. Current weight 201 lbs. The device was deployed and uncoiled and the delivery device was unwound from the left coils; 1-1/2 trailing coils was noted on the left side. In the similar fashion, on the right side the essure device was place, and 1- 1/2 trailing coils was noted on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Hysterosalpingogram - on (B)(6)2008: the essure devices are in excellent position, and there is no evidence of contrast opacification by the fallopian tube. Total bilateral occlusion. Pathology test - on (B)(6)2016: [1] uterus and fallopian tubes, hysterectomy and bilateral salpingectomy: a. Early secretory phase endometrium. B. No cervical, endometrial or myometrial neoplasia identified. C. No pathologic lesion of fallopian tubes. [2] abdominal wall, excisional biopsy of skin: intradermal nevus. Pregnancy test urine - on an unknown date: negative. Ultrasound scan vagina - on (B)(6)2016: uterus: the myometrium appears heterogeneous in texture. Coils from essure are visualized at the corrnu of the uterus right and left ovary: appears normal in size and echogenicity. Concerning the injuries reported in this case, the following one/ones were described in patient¿s social media post : heart rate increased, tooth loss and palpitations. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uti ,shoulder pain ,chest pain , r flank pain , alopecia, pruritus, palpitations , pelvic pain, menorrhagia , cognitive deficit in attention or concentration. Lot number reported 624248 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report: reporter information and medical history added, event dental issues updated to teeth loss. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), alopecia ("hair loss"), tooth disorder ("dental issues"), headache ("headaches") and hypersensitivity ("allergic reactions"). The patient was treated with surgery (had surgery to remove the essure implant). Essure (ess205) was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, alopecia, tooth disorder, headache and hypersensitivity outcome was unknown. The reporter considered alopecia, genital haemorrhage, headache, hypersensitivity, pelvic pain, tooth disorder and weight increased to be related to essure (ess205). The reporter commented: patient need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.